Manufacturer narrative:
Date of event is estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient stopped charging the ipg due to illness. The ipg became inoperable as a result. Patient's lead also had high impedances. Surgical intervention was undertaken wherein the entire system was explanted due to patient needing MRI.